Event description:
The customer reported fluoro timer jumped to 1193 min and 3 seconds after 3 seconds of fluoro after bootup. Display "anode is hot, hlf disabled". Customer completed case on fluoro. No delay in case. No pt harmed.

Manufacturer narrative:
The ge service rep could not duplicate problem. He checked all ac and dc voltages, reseated boards in c-arm, replaced gib board 3 volt battery, erased and reloaded flash memory and calibrations. System operating as intended.